Manufacturer narrative:
G4: 02sep2020, b4: 02sep2020. Conclusion code was included as cause traced to component failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device displayed a backup alarm failed during testing of the device. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and noted this issue was due to a pm board fault. The customer declined repair service from the philips asp and found a third part provider to provide the maintenance and repair.